Event description:
The customer contacted baxter?s service center regarding having air pain with the shoulders; which occurred on the homechoice (hc) during dwell. The care giver (cg) stated that the home patient (hp) does a day exchange, and they were a bit late getting back to their machine. The cg stated that the hp's last fill volume equaled 1500ml, and they drain volume equaled 1392ml. The hp just filled again with 2300ml and was in their last part of their dwell and was starting to have pain within their chest. The cg stated there were lots of air bubbles within the patient line. The tsr assisted the cg with draining the hp to see if some of the air would come out but the cg stated they could still see air bubbles within the patient line. The drain volume equaled 2319ml. The cg stated that the hp's chest was still hurting, and so was their lower abdomen. The tsr then advised the cg to cycle the power off and on to end the therapy. Then they were advised to contact their nurse for advice. The cg stated that the hp did not feel over full or anything. The cg stated that the hp felt like they had air within their chest. Baxter product surveillance contacted the care giver (cg) on 02/06/2012 the regarding reported problem. The cg stated the patient drained out the fluid within their system, and then ended therapy for the evening. They stated they did call their nurse right after contacting baxter, and discussed the possible reasons for the discomfort and the air. The cg stated that they doubled checked the setup that evening and they could not see anything different or unusual with the supplies or with the machine. The cg stated the patient did not need any medical intervention due to this reported problem, because the pain within the shoulder was relieved once the patient was drained. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.